Event description:
During a paroxysmal atrial fibrillation and planned pulmonary vein isolation (cryo redo) procedure, skiving was noted. When preparing for transseptal puncture (tsp) with a sl1 sheath and brk needle, during the first approach the sheath did not perform as expected ("jump¿). The physician changed the position for the tsp, the needle was withdrawn and the brk aspirated blood through the sheath. Scraping was then noted inside the aspiration syringe along with blood. The sheath was exchanged to complete the procedure with no patient harm.

Manufacturer narrative:
Additional information: d9. G3, h2, h3. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath. A brk needle/stylet assembly from current inventory was inserted through the dilator/sheath assembly. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving could not be conclusively determined.